Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri) when interrogated pre-implant while still in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.